Event description:
It was reported that the customer found a bubble in her reservoir. The customer had to prime the bubble out of the reservoir into the tubing before attaching the tubing to the insulin pump. The customer was unable to remove the air bubble from the reservoir. The customer's blood glucose was 125 mg/dl. The customer stated that she had been through either hyperglycemic or hypoglycemic events but was unsure which one. Customer declined troubleshooting for her blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).